Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During an open reduction internal fixation (orif), the locking screw was missing from its package. No patient injury or delay was reported as a result of the event.